Manufacturer narrative:
The investigation has been completed. Data was not returned for review. The product was returned and investigated. The failure mode was reproduced during priming. Upon visual inspection, it was found that there was a kink in the purge line of the purge cassette. The kinked purge line then was fixed and the purge cassette and impella pump were successfully primed. No other issues were found on the rest of the pump. The root cause of the priming issue was due to a kink on the purge line of purge cassette. The cause of the kink is unknown.

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support. However, during the setup and insertion of the impella pump, it was found that the device was not effectively primed with the purge solution. Despite numerous attempts to re-prime both the purge tubing and the impella, they were unsuccessful. No kinks or blockages were detected. A new impella was used successfully.